Event description:
The valve was explanted due to severe mr and pvl observed an echocardiogram and a hyperdynamic left ventricle. Prior to explant, the patient had experienced episodes of blurred vision and dyspnea. At explant, the sewing was observed to be detached from 1/3 of the annulus. Previous tee had demonstrated a mobile thrombus and antithrombin medication had been given resulting in a decrease in size of the thrombus. According to the operative report, no thrombus was observed at explant and a 23 mm medtronic hall valve was implanted. The patient was stable postoperatively with continued dyspnea.